Manufacturer narrative:
Postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from a large volume infusor. The pump was filled with flucloxacillin 12000mg in sodium chloride 0.9%. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured july 27, 2017 - july 28, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a pool of liquid in the bag that contained the device, which indicated that a leak had occurred. The location of the leak could not be determined from the photograph. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.